Event description:
The user facility reported that the doctor used the involved angio-seal on a brachial artery (off label) under ultrasound. The patient was stable after the procedure; however, developed complications in recovery and had to go to surgery to remove the angio-seal and repair the artery approximately five (5) hours post procedure. The procedure performed was a peripheral procedure via brachial artery access. The blood loss was less than 250cc's. The reported event resulted in patient injury and/or require medical or surgical intervention. A cut down on brachial artery was performed. There is a direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred post-operative.

Manufacturer narrative:
A3b: gender: requested, not provided. A4: weight: requested, not provided. E3: occupation: vascular surgeon. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Per the complaint allegation, the device was used in the brachial artery and can be confirmed for off-label use. The complaint can be confirmed for user error. The instructions for use (IFU) was reviewed, and sufficient information was provided to guide the user. The relationship of the device to the reported event cannot be substantiated. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).